Event description:
A malfunction alarm was reported by the customer with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code recurs.